Event description:
It was reported that during an unknown procedure the clips were malformed after the firing. The legs of the clip were crossed like 'x' type. Changed to another brand device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was a cholangiogram performed during the procedure? No. Which firing of the device did this event occur on? At the 2nd or 3rd. What vessel or structure was the device fired on at the time of the event? The surgeon found the clip was abnormal in the jaw, and then he did not fire the deice on the patient. Was the clip fully advanced into the jaws prior to firing? No. The surgeon felt the clip didn¿t completely into the jaw before firing. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, still had the issue.